Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler, liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis can be attributed to a lack of aseptic technique during ccpd therapy at home. Lack of aseptic technique or touch contamination is the most common source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a polymicrobial infection worsened by the patient¿s intra-abdominal infection. The liberty select cycler and liberty cycler set can be excluded as the source of the patient¿s peritonitis. Based on the required information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized for general weakness and declining condition. Additionally, it was reported by a registered nurse the patient was suspected to have peritonitis. Upon follow up with the patient¿s pd registered nurse, it was reported the patient was admitted to the hospital on (B)(6) 2020 for severe abdominal pain, generalized weakness and declining health. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2020 presented with candida albicans, enterococcus gallinarum and citrobacter farmeri with a white blood cell (wbc) count of 44,640/mm3. The patient was diagnosed with peritonitis due to nonadherence of aseptic technique during ccpd therapy on the liberty select cycler at home. Additional hospital diagnoses included colitis, generalized weakness and failure to thrive. The patient was prescribed intravenous ceftazidime (dose, frequency and duration unknown) and topical gentamycin with every pd treatment (dose and duration unknown). The patient underwent ccpd therapy on a hospital provided liberty select cycler until december 25, 2020 when the patient was placed on hospice and treatment was discontinued for the duration of the hospital stay. It was affirmed the patient¿s peritonitis were not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.